Manufacturer narrative:
(B)(4) - additional information was received that indicates the product was not used and this event does not meet reportability criteria. This event is therefore not reportable.

Event description:
It was reported that a (B)(6) underwent a central line placement. An absorbable hemostatic agent was used to stop the bleeding around the central line. The patient developed an infection in the blood stream. Additional information requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.